Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed no delivery alarm. Customer's blood glucose was 410 mg/dl. During troubleshooting, insulin existed with a new set. Customer declined troubleshooting for high blood glucose. Customer was advised the set will be replaced. Customer will not be returning the insulin pump for analysis.